Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to perforation. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Occupation: other, senior counsel, litigation.

Event description:
As reported by an updated legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to perforation. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
Additional information received per the medical records indicate that the patient has a history of paraplegia. This is a prophylaxis for pulmonary embolism (pe). The filter was deployed via the patient's right groin. It was placed in the infrarenal area of the ivc. There were no immediate complications.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the inferior vena cava (ivc). The patient became aware of the reported events fifteen years and nine months after the index procedure. The patient states that they have also experienced psychological injuries. The results of computed tomography (CT) scans done fifteen years and nine months after the index procedure indicate that the filter has no significant tilt and there was no evidence of adverse complications. The filter is approximately 2 cm below the level of the renal veins. The struts appear without evidence of clear fat plane, no discontinuity was noted nor significant bending. The scan also noted "scattered calcified disease in the abdominal aorta" without evidence of abdominal aortic aneurysm.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b2, b3, b4, b5, b6, b7, d11, g3, g4, g7, h1, h2 and h6. Cont. Section b5: as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of paraplegia. The indication for the filter placement was reported to be as prophylaxis against pulmonary embolism (pe). The filter was implanted via a right groin access and placed in an infrarenal position without immediate complications. Approximately fifteen years and nine months after the filter implantation, the patient underwent a computerized tomography (CT) scan that was suggestive for perforation of the filter into the inferior vena cava (ivc). The CT scan also noted that the filter was located approximately 2cm below the renal veins without significant tilting of the filter. No evidence of filter fracture or bending was seen. The patient further reported having experienced psychological injuries associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.